Event description:
It was reported that a malfunction alarm occurred. The customer resumed insulin delivery and have manual insulin therapy available if needed. Customer¿s blood glucose level was 280 mg/dl.